Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, cardinal health changed the brand from coviden to cardinal health. The customer did not use to the new cardinal health brand. The insulin syringe was not intended using wih microclave clear neutral connector either the root cause can't detected "currently". No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Customer feedback: 1.the design of the insulin syringe has been changed, same reference number, but syringes are different; 2.when used with a microclave clear neutral connector (ref: mc100), the previous design by covidien allowed the entire contents of the syringe to be administered into the patient's IV line. The new design by cardinal health does not allow for all of the contents of the syringe to be administered into the patient's IV line.